Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips engineer inspected the system remotely and observed that osd display is locked on flexvision monitor, unable to see live x-ray. Rse performed troubleshooting and determined that the user might have inadvertently pressed the osd display control buttons on the flexvision and locked the display. To resolve the issue, the rse worked with the customer by communicating with the biomed onsite and sent the display manual via email to unlock the osd display. The customer's problem was confirmed to be resolved, and they were able to get out of the osd display on their own. After unlocking the osd display, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device lost the live image. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.